Manufacturer narrative:
The lcd screen issue was observed during a visual inspection of the returned autopulse platform. The lcd display was flickering. To remedy the issue, the defective pca processor board was replaced. The autopulse passed the initial functional testing. No problem found during archive data review. Following the service, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient and passed all functional testing criteria and met all required specifications. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During the device check, the autopulse platform (sn (B)(4)) lcd display was flickering and the message was unreadable when powered on. No patient was involved with this event.